Manufacturer narrative:
Na

Event description:
It was reported that during capture threshold testing, the right atrial lead exhibited intermittent loss of capture at maximum output and far-field r wave oversensing.